Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging that the meter's casing was peeling and rough. The reporter denied any misuse of the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This complaint was initially ruled out as a MDR reportable due to the following conclusion: although the issue was not resolved during lfs troubleshooting and therefore a malfunction cannot be ruled out, the chance that this issue could cause or contribute to a serious injury/death is less than remote. On (B)(6) 2012, lifescan completed device evaluation with the returned meter and found something sticking on the meter's display. It is unknown this complaint is now being reported due to the display issue.